Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of asthmatic attack in a female patient who received an unspecified cream formulation of super poligrip for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced an asthmatic attack, cough, sickness and product complaint of oozing. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were resolved. Consumer reported that she used a denture adhesive cream in the past but could not recall which product it was. She stated that it caused her to have asthma attacks, coughing and made her sick. The events of asthma attack, coughing and made her sick are resolved. Consumer reported a product complaint of oozing. No contact information was provided; therefore, this case is lost to follow-up.